Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the head was broken off the complained transforaminal posterior atraumatic lumbar system (t-pal) trial implant shows that the proximal tip on applicator knob broke off. Applicator knob or applicator outer shaft are not available for investigation. Therefore, it cannot be determined the exact cause which has led to this damage. Breakages occurred during mechanical overloading situation. The review of the manufacturing documents revealed that the transforaminal posterior atraumatic lumbar system (t-pal) small trial implant was manufactured in 2011 according to specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the transforaminal-posterior atraumatic lumbar small trial implant is broken up by the handle. It was reported that there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.